Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the device continues to inflate and does not seem to keep the pressure up. The customer did not return an a.t.s. 4000 tourniquet device, reported (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ zimmer biomet (B)(4) has not previously repaired/evaluated a.t.s. 4000 tourniquet (B)(4) as documented in the repair reports in livelink or sap. Initial qa inspection of the a.t.s. 4000 tourniquet by zimmer biomet (B)(4) was not performed since the device was not returned for evaluation. Repair of the a.t.s. 4000 tourniquet was not performed by zimmer biomet (B)(4) since the device was not returned for the repair process. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the device continuing to inflate and not keeping pressure cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). The following section were updated/corrected. On (B)(6) 2017, it was reported that the device continues to inflate and does not seem to keep the pressure up. The customer did not return an a.t.s. 4000 tourniquet device, reported serial number (B)(4) for evaluation. It is unknown if zimmer biomet australia has previously repaired/evaluated a.t.s. 4000 tourniquet reported serial number (B)(4) since the correct serial number or lot number was not provided during customer follow-up. The device history record (DHR) could not be reviewed since the reported serial number (40151) was not correct and the right serial or lot number was not provided during customer follow-up. Initial qa inspection of the a.t.s. 4000 tourniquet by (B)(4) was not performed since the device was not returned for evaluation. Repair of the a.t.s. 4000 tourniquet was not performed by (B)(4) since the device was not returned for the repair process. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the device continuing to inflate and not keeping pressure cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Requested but not returned by hospital.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Customer has not indicated anything regarding the product return to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that tourniquet continues to inflate throughout case and doesn't seem to keep pressure up. Surgery was increased from 16 to 30 min and the patient was under anesthesia. No adverse events have been reported as a result of this malfunction.